Event description:
A disposable endo stitch device was being used during a surgical procedure. The doctor opened 3 different devices and the surgidac needles kept getting stuck in the endo stitch device. Finally a fourth device was opened and it functioned as intended.